Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device was turned off about one month ago and then two weeks ago. She tried to turn it on, and when she turned it on , she had "intense pain" and had to turn it off again. Patient reports the amplitude was at 10, but patients limits are set at two. It was suspected that the patient saw 1.0 or .10 and thought it was 10. Patient said they were able to turn it down to zero with just a couple clicks on the patient programmer. The healthcare provider checked the device and everything is programmer correctly. Patient will try using the system again. It was reported to be a sudden change in therapy/symptoms. Impedances were checked and they were good. No further complications were reported or anticipated with this event.